Event description:
It was reported that during a cholecystectomy, clips were malformed at first, and progressively became worse to a point where they were ineffective. When firing the 3rd or 4th clip on the vessel, the vessel was visibly bleeding. A new clip was opened to clip the vessel. There was a 5 minute delay. No fragments made. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4: batch # x7039d. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please provide more details, what was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? What is the current patient status?" An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2023. Additional information was requested and the following was obtained: "please provide more details, what was the amount of the blood loss (mls)? Not known was a transfusion required? No was the procedure altered as a result of the event? New device opened what is the current patient status? Case completed once new device openend".